Event description:
Medtronic received a report that two days after the endotracheal tube was placed in the patient the numbers were rubbing off and it was difficult to see if patient was still intubated. The customer could not provide the patient outcome or any intervention.